Event description:
A "replace sensor" error message was reported with the adc device in less than fourteen (14) days of use and customer was unable to obtain readings. As a result, customer experienced symptoms described as dizziness, vomiting and hypoglycemia. The customer was in contact with a healthcare professional (hcp) who provided the customer with glucose (IV) after the hcp meter showed blood glucose levels of 61-66 mg/dl. Unrelated to this event, the customer received primperan (prokinetic agent). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device in less than fourteen (14) days of use and customer was unable to obtain readings. As a result, customer experienced symptoms described as dizziness, vomiting and hypoglycemia. The customer was in contact with a healthcare professional (hcp) who provided the customer with glucose (IV) after the hcp meter showed blood glucose levels of 61-66 mg/dl. Unrelated to this event, the customer received primperan (prokinetic agent). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Performed a visual inspection on the sensor plug assembly and no failure modes were observed. The sensor was de-cased and no issues were observed on the sensor¿s printed circuit board assembly (pcba). The returned battery was measured as 1.59v (1.45v - 1.65v), which is within the specification range. Therefore, this issue is confirmed to brownout reset. All pertinent information available to abbott diabetes care has been submitted.